Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Can you identify the lot number of the product that was used? 2. Were there any patient consequences? 3. Did any needle piece fall into the patient? 4. If retained, were there any patient consequences? Please specify. 5. Was the needle piece removed or is it planned to be removed? If yes, please provide details.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During skin closure surgeon mentioned that needle is blunt. Scrub nurse checked the needle and discovered that small part of the tip (less than 1mm) of the needle looked like it was missing. Patient's surrounding was checked, floor was checked using magnet, scrub nurse checked all swabs, trolleys, sets baskets. Consultant was informed and called to theatre. Manager was informed and came to theatre. X-ray was called and chest x-ray was performed on the table. Surgeons reviewed pictures. Surgeon requested formal x-ray post op as well. Formal x-ray was reviewed by consultant. No adverse patient consequences were reported. Additional information was requested.